Manufacturer narrative:
A complaint was submitted where it was reported that the m300 did not alarm for asystole. The ics did not alarm as well. If the m300 does not generate an alarm the ics will not show the alarm. It was found that the m300 messaged ("r" ab) as well as ("l" ab) indicating that the lead "r" and "l" was not on the patient. The logs and screenshots provided reveal that due to the artifact the arrhythmia detection algorithm it was not able to process the signal. The complainant checked the m300 and the device raised yellow, red and technical alarms immediately. The alarms were transferred to the infinity central station and issued the alarms accordingly. No malfunctions were identified. The customer received a replacement m300 and the cited device and additional information were requested several times but could not be provided. The complaint is being closed and if the requested information and the m300 become available in the future a new case will be opened. No adverse patient impact reported. The devices alarmed multiple times for "ECG artifact". Due to the artifact the arrhythmia detection algorithm was not able to process the signal. The complainant checked the m300 on july 12th, 2023. The m300 has raised yellow, red and technical alarms immediately. The alarms were transferred to the infinity central station and the infinity central station has issued the alarms accordingly. No malfunctions were identified. H3 other text : device was not returned for evaluation

Event description:
The customer reported that, on (B)(6) 2023 at approx 5:42 pm hospital staff noticed a patient went into asystole while in the room. The staff stated that the infinity central station or the m300 had not raised an alarm. No report of patient injury or death was reported.